Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, guide wire tip detachment occurred. The target lesion was located in the left anterior descending (lad) artery. The 330cm rotawire guide wire was introduced. When a rotablator was introduced for rotational atherectomy there was a "loss of control over the tip" of the rotawire and the tip detached. No attempt was made to retrieve the tip fragment and the procedure was not completed due to this event. The patient's status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual inspection of the returned device revealed a fracture at 323.5cm from proximal side, a kink near of the fracture side, and a kink at approximately 69.3cm from proximal end. The fracture section was sent to the (B)(4) lab for analysis. According to the (B)(4) results, the failure occurred due to a fatigue event followed by a bending overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, guide wire tip detachment occurred. The target lesion was located in the left anterior descending (lad) artery. The 330cm rotawire guide wire was introduced. When a rotablator was introduced for rotational atherectomy there was a "loss of control over the tip" of the rotawire and the tip detached. No attempt was made to retrieve the tip fragment and the procedure was not completed due to this event. The patient's status is stable.

Event description:
It was reported that during a percutaneous coronary intervention, guide wire tip detachment occurred. The target lesion was located in the left anterior descending (lad) artery. The 330cm rotawire guide wire was introduced. When a rotablator was introduced for rotational atherectomy there was a "loss of control over the tip" of the rotawire and the tip detached. No attempt was made to retrieve the tip fragment and the procedure was not completed due to this event. The patient's status is stable.